Manufacturer narrative:
Date sent to the FDA: 01/05/2021. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with symptoms (# of days post-op from initial procedure)? Was the patient re-sutured after the suture was removed? Was medical intervention provided to the patient? If yes, please provide medication name, dose, route (topical, oral, intravenous) what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Additional information was requested, and the following was obtained: date and name of the index surgical procedure (B)(6),unknown surgery. Other relevant patient history/concomitant medications the doctor peeled the skin under iodophor disinfection, exposed the silk suture, and removed it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with symptoms (# of days post-op from initial procedure)? Was the patient re-sutured after the suture was removed? Was medical intervention provided to the patient? If yes, please provide medication name, dose, route (topical, oral, intravenous). Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used for suturing of perineal wound. It was reported that the patient experienced wound secretion after the surgery. Two scars of abdominal incision showed fluid flow. The doctor peeled the skin under iodophor disinfection, exposed the suture, and removed it. Additional information has been requested.